Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by loose motion and abdominal pain. The cause of peritonitis was reported as due to loose motions. The same day as the event, the patient was hospitalized due to the events and the same day, the patient was discharged. Treatment for the event was unknown. A day after the event onset, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient has recovered from the events. No additional information is available.

Manufacturer narrative:
Correction, a2: the correct age of the patient is 50 years. B5: upon follow-up, it was reported that the cause of peritonitis was due to loose motions. On an unknown date, the patient was treated with vancomycin injection (2gm, intraperitoneal, every 6th day, discontinued) and amikacin injection (150mg, intraperitoneal, once a day, discontinued) for the event. H10: based on additional information received, the pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.